Event description:
Patient admitted with ami and underwent pci with stenting of left main; arrest in cath lab and insertion of intra-aortic balloon catheter. Continued to be clinical unstable in cardiogenic shock. On (B)(6) 2016, extracorporeal membrane oxygenation was instituted. After insertion of v-v catheter, blood was noted in the iab catheter. Suspected rupture necessitated removal of iab catheter.